Event description:
While performing an investigation on the customer's returned freestyle navigator transmitter, a thermistor crack was observed. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
An adc customer reported getting a meter reading while at school that she "thought was incorrect" and took insulin. Although no specific reading was reported at the time of the event, she said based on the reading and self-treatment, she experienced symptoms of "uneasiness, sweats, shakes, dizziness, hallucinating, bottomed out and then lost consciousness". Paramedics were called and customer was reportedly transported and then "admitted" to a local hospital, diagnosed with hypoglycemia and treated with "1 tube of sugar syrup, pint and a half of juice, half a chocolate bar". In addition, the customer reported she obtained an adc meter reading of 15.8mmol/l that was compared to a laboratory reading of 16.8mmol/l. Customer initially stated the readings issue occurred at the same time as the medical event however, it is unclear if the customer based her insulin dosage off of the 15.8mmol/l adc meter reading or how the laboratory reading was obtained within 10 minutes as paramedics arrived and treated customer on scene prior to transport. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. In addition, retained test strip samples from the same lot reported by the customer were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
Customer's product has been requested back for investigation and a supplemental report will be sent once investigation is complete.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).